Event description:
Brown contamination was found on multiple packs of the #10 bard parker carbon rib-back surgical blade.

Manufacturer narrative:
The user facility did not return samples of the blade(s) in question, however, aspen had blades in stock from the same lot and they were used for investigational purposes. Investigation into this defect pointed us to an issue with liner raw material which resulted in a scar to our supplier for liner moisture content. Their evaluation showed that one of the eight rolls of liner supplied to us failed humidity content which may be a contributor to the rust. The defect was not detected on incoming inspection as it was not necessary at that time to sample all eight of the master rolls. As a result of this issue, the procedure has changed and all rolls of product from this supplier will now go through 100% incoming inspection.